Event description:
Loss of osseointegration, implant wasn't completely covered with bone, xerostomia, smoker, sinus perforation, increased sensitivity. Implant not healed in or overloading due to reconstruction. Patient had suddenly pain after insertion.